Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11260. It was reported that the patient presented for a routine device exchange. Prior to procedure, lead noise and insution anomalies were observed on the right ventricular and atrial lead. Noise was observed with arm crossing. The lead were capped and replaced on (B)(6) 2021. The patient was stable post procedure.